Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the esc button on the insulin pump would not snap. She has to press and squeeze it for a couple of times for it to work. Customer's blood glucose was 120 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened escape and act button dome switches. The insulin pump was also received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.